Event description:
It was reported that approximately one month following the implant of a transcatheter bioprosthetic valve, a transthoracic echocardiogram (tte) revealed mild mitral regurgitation. Approximately five months later, tte revealed moderate mitral regurgitation and worsening bioprosthetic aortic valve stenosis. The peak velocity was 246.5 cm/s and mean gradient was 14.6 mmhg. The previous mean gradient was 9.8 mmhg. No patient complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was implanted in the native annulus at a depth of 3 mm on the non-coronary cusp the left coronary cusp.